Manufacturer narrative:
Evaluation, results: inherent risk of procedure ¿ (stenosis). Conclusions: inherent risk of procedure ¿ (stenosis). (B)(4).

Event description:
An admiral xtreme pta balloon and one non medtronic stent were used to treat stenosis of the right sfa, during a target vessel revas cularization. It is reported that the patient experienced in-stent restenosis of the right sfa approximately 23 months post procedure. The patient was treated with an unknown brand pta balloon. Investigator assessed that the event was not related to the study device or study procedure. It is reported that the event is resolved and the patient recovered.